Manufacturer narrative:
The logbook was analyzed for the investigation. Other than initially reported the described situation took place on (B)(6) 2020 at 20:31. The logbook showed that the evita xl performed a warm start in order to solve a detected problem. The evita xl analyzes and verifies the proper functioning of the device. If an internal error is detected, a warm start is performed. The user is alerted to this state by an acoustic alarm and a visual message is displayed on the display, which was also described by the user. The device itself switches off for a short time and then switches on again. During this time, an emergency breathing valve opens, allowing spontaneous breathing. After successfully performing the start sequence (approx. 8 seconds), the ventilation continues with the old parameters. Manual ventilation with another device may be considered necessary. It was found that the root cause was a faulty component on the pcb graphic controller 8 printed circuit board, which consequently has been replaced. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the evita xl turned off during operation on patient. First there was a loud signaling beep and then the device was already turned off. No injury reported.